Manufacturer narrative:
During investigation on (B)(6) 2023, the autopulse platform (sn (B)(4)) failed functional testing and displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The root cause for the (ua) 45 error was due to drive shaft not being at "home position". The (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was unable to rotate and exhibited binding and resistance, due to a sticky clutch plate, likely attributed to normal wear and tear of the platform. This might have caused the difficulty for the user to pull up the lifeband completely prior to turning the device on. As reported, the lifeband was cut out by the customer instead of being properly removed. There was no physical damage observed on the returned autopulse platform during the visual inspection. The autopulse platform failed the initial functional testing due to the (ua) 45. The drive shaft could not be rotated, due to the sticky clutch plate. The sticky driveshaft clutch area is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface. The clutch plate will be deburred to remedy the error message. Unrelated to the (ua) 45, the brake gap was out of specification (too wide), likely attributed to wear and tear. The brake gap will be readjusted to remedy the issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During investigation on (B)(6) 2023, the autopulse platform (sn (B)(4)) failed functional testing and displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.